Event description:
Customer tested blood glucose at 7pm and received a result of 273mg/dl. They felt tired and laid down, about an hour later paramedics were called. When they arrived they tested and received a result of 22mg/dl. The customer woke up while paramedics were there. The customer was given d50 and glucose. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.